Manufacturer narrative:
Corrected data: in review, it was noticed that an incorrect catalog # (ar40e00170-12) was inadvertently entered in the section "d4" of the initial MDR report instead of "ar40e00170"; therefore, the information has been corrected in this supplemental MDR report. The following field was updated accordingly: section d4: additional device information: catalog number: ar40e00170. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a4, a5 and a6: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. Section h3 (no): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) for the right eye of a patient was wasted/replaced as the lens was defective/damaged. The extent of patient contact is unknown/not provided. It was noted that the issue was not due to use error. It was indicated that the product will not be returned/discarded. No further information was provided.